Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that following bilateral lasik surgery, the patient presented with residual refraction, and corneal surface central islands in one eye (unspecified). Additional information has been requested.

Manufacturer narrative:
The system history shows that the laser was verified successfully prior to the day of treatment. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The system history shows that the laser was verified successfully prior to the day of treatment. The treatment report shows a large optical zone used (8mm) for the laser refractive procedure. The ablation depth of the laser increases with the optical zone and healing time could increase too. The topographies show a lot of artifacts, most probably due to tear film problems. However, the asymmetry (superior steepening) was already present pre-operatively. The applied astigmatism correction was only enough to flatten the inferior portion (corneal curvature) to the horizontal curvature, but due to the asymmetries the superior steepening still shows up, although also reduced by the astigmatic correction value. The flap as such not only seems to be de-centered, but also relatively small for a 8.00mm treatment. It also appears, that the sponge for hinge protection is within the ablation zone. However, this doesn't seem to have an impact on the shown topographies. Beside the used optical zone, all other laser settings are within the normal limits. An influence of the laser system can be excluded to the greatest possible extent. The root cause could not be identified conclusively (B)(4).